Event description:
It was reported to resmed (B)(4) that the astral device's internal battery was inoperable. This resulted in an alarm, which notified the caregiver of the error message. The device was not in use when the fault occurred; therefore, there was no pt involvement. MFR# 300404967-2015-00114.